Event description:
It was reported that an ilet bionic pancreas exhibited a cracked screen with a nonfunctional touchscreen, resulting in inability to use the device for insulin delivery and meal announcements; the user was unsure how the damage occurred and the device was powered down after data sync. Investigation included customer interview and collection of device use information; a physical evaluation is pending return of the device. Investigation of this case revealed a mechanical display failure consistent with screen breakage preventing user interface function. Symptoms included difficulty using the device due to the damaged display. Outcomes included interruption of therapy requiring replacement and use of backup therapy, with continued cgm use advised. It was concluded that, based on previously established findings for similar reports, the device experienced damage to the display assembly leading to loss of touchscreen functionality and necessitating replacement.